Event description:
Pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine and bupivicaine for non-malignant pain. The pt underwent explanation of the device in 2000, after the hcp discovered the pump reservoir was full instead of empty as expected. The explanted pump was returned to the MFR for analysis. The pt resumed therapy after another synchromed pump was implanted on the same date.